Event description:
The patient had a primary shoulder surgery on (B)(6) 2019. On (B)(6) 2024, the patient came in reporting pain due to a failed anatomic shoulder after falling. The surgeon converted the patient to a reverse shoulder and the surgery was completed successfully. Subsequently, on (B)(6) 2025, the patient came in reporting pain due to a dislocation after moving furniture. The effort is reported to be a normal one, not anything risky. The surgeon revised the metaphysis, glenosphere and liner. The surgery was completed successfully. Presently, on (B)(6) 2025, the patient came in due to persistent subluxation and the cause is unknown. The surgeon revised the patient to a salvage hemi arthroplasty and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 23 april 2025: lot 2304586: (B)(4) items manufactured and released on 24-aug-2023. Expiration date: 2028-07-26. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. Additional implants revised, batch review performed on 23 april 2025: reverse shoulder system 04.01.0126 humeral reverse hc liner ø42/+3mm (k170452) lot 2115613: (B)(4) items manufactured and released on 10-march-2022. Expiration date: 2027-01-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with one similar reported event during the period of review. There is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.